Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse s/t 25x5/8 rb was cracked at the luer connection and leaked. The following information was provided by the initial reporter, translated from italian to english: upon the injection of the mprv vaccine (proquad) the part that connects the needle to the syringe was defective (cracking) therefore it was not possible to quantify the dose of vaccine actually administered since part of it leaked.